Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirmed a pairing failure on (B)(6) 2019 connected to loss of connection. The probable cause of the loss of connection was determined to the transmitter and display device were unable to restore the connection.